Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right side utilizing contralateral approach. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified left common iliac artery. After a wire crossed the lesion, a 10.0 x 20, 75cm mustang balloon catheter was advanced for dilation. However, during inflation for 10 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.